Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es - drawer failure (failure code: devicenotonbus) was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that main drawer 5 was not sensing latched and pockets were showing off bus. The fse inspected the insep and latch both were good. The fse reseated the row board cable at the rear of the drawer and at each cubie tray and replaced the retractor band and latch sensor to resolve the issue. The customer was able to recover drawer and access medications without issue. During dchu visual inspection: pn 353844-01: the unit revealed black marks along the flat flex cable and copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. Pn 353949-01: the unit was received with physical damage, with bends observed along the cable. No fluid ingress, loose components, or other anomalies were observed. During dchu testing: pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. Pn 353949-01: testing was performed on an esd protected surface using a calibrated digital multimeter to verify continuity on the assy latch sensor hh cubie dwr showed intermittent readings and no continuity, indicating an unstable internal electrical connection. No further testing was necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of es - drawer failure (failure code: devicenotonbus) was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. Additionally, the root cause of the assy latch sensor hh cubie dwr was identified as intermittent electrical behavior caused by the physical damage observed along the cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main full height drawer 5 failed to open and not detected on bus. As per part investigation, it was determined that there was thermal damage observed due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.